Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/17/2025, it was reported by an arthrex subsidiary employee via email that an ar-1588rt-2j tightrope ii rt thread broke when the tightrope was pulled. The case was completed using another ar-1588rt-2j tightrope ii-rt. This was discovered during a procedure on (B)(6) 2024. Additional information received on 1/24/20205: this was discovered during an aclr procedure. The suture broke while it was in the patient. All broken fragments were removed. The case did not delay, and additional anesthesia was not needed.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error, including excessive force on the shortening suture strands and/or tensioning them. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.